Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a gastrectomy procedure. The tissue pad fell off of the device but did not fall into the patient. The scrub tech was cleaning the device when it fell off. The device had been used approximately twenty minutes. Another device was used to complete the case. There was no adverse consequence to the patient.